Manufacturer narrative:
The viasys field service rep. Evaluated the device and determined that the root cause of the reported event was that capacitor c32 on the alarm board was burnt. The viasys field service rep. Replaced the affected component and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "Rep called to provide details of complaint. He reports that this vent came down with a note stating that there was a "burning smell" coming from the driver when running and the map was unstable. He doesn't think it was on a pt or they would have stated that. He said that they have this complete check list that they fill out." The following add'l info concerning the event and the condition of the pt was copied from a letter from the user facility that was in response to a letter sent requesting add'l info and from the user facility medwatch report. "The oscillator stopped working while on pt. Rn smelled smoke" {nurse's report} "in 2007, I had an infant on the hfov. The infant started to desaturate. When looking at the vent, I noticed the machine was not oscillating as indicated by the piston position lights. There were no alarms going off from the ventilator indicating a problem even though the [delta] p had fallen to [about] 4. I took the baby off of the ventilator & started to manually oxygenate the baby [with] an ambu bag & called respiratory. Shortly after having the respiratory therapist inspect the vent, (they were unable to restart it), it started to emit smoke & smell. They disconnected the vent & replaced it [with] a new one. The infant was stable & did not suffer any undo harm because, the incident was caught in a timely manner." The following add'l info concerning the event was copied from a letter from the user facility that was in response to a letter sent requesting add'l info. [Respiratory therapist's report] "the same day, the nurse [name removed] was taking care of baby [name removed]. She called me over because the vent (hfov) stopped oscillating. I inspected the oscillator but could not restart it. After about 1 minute of inspecting it, I started to notice a burning smell coming from the back of the oscillator. Meanwhile, from the time the vent stopped working, the nurse was already ventilating the baby with a bag valve mask (ambu). I immediately turned off the ventilator, and switched it for another one. Fortunately, we caught in time because the pulse oximeter alarmed instantly".